Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this pacemaker previously showed one and a half year remaining longevity. During the recent device check, the device showed one year remaining longevity. Additional information obtained from the field which indicated that the device reached elective replacement time (ert). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the b5: describe event or problem and g3: report source.

Event description:
It was reported that this pacemaker previously showed one and a half year remaining longevity. During the recent device check, the device showed one year remaining longevity. Additional information obtained from the field which indicated that the device reached elective replacement time (ert). The device was explanted. Device was received from analysis which determined that this device experienced normal battery depletion (nbd) but never triggered elective replacement indicator (eri) while implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had 1.5 years battery remaining on (B)(6) 2018 and then went to one year remaining on (B)(6) 2019. The patient and health care professional (hcp) were concern about the battery longevity remaining. This device remains in service. No adverse patient effects were reported.